Manufacturer narrative:
The device was returned for investigation and was tested using our standard operating procedures. Upon receipt, the input temperature probe sensor was contaminated with blood, which caused the unit to exhibit a heating fault alarm. This error can occur if the temperature probes are not cleaned according to the instructions provided in the operator's manual, which states: "keep the probe sensors clean and dry. If they become dirty or wet, clean with a moistened q-tip and dry. Use care not to damage the sensor surface." We were unable to confirm the customer complaint of an overheat [over temperature alarm]. However, a contaminated input temperature probe sensor could cause a heating fault or over temperature alarm if it causes the system to misread the input fluid temperature. It was reported that there was no harm to the patient.

Event description:
The user facility reported that there was an overheat alarm during a case. The patient was not injured.